Event description:
The clinician reported that almost 8 months after the dental implant was placed in the patient's mouth, the implant lost osseointegration. The clinician reported the patient's swelling and fistula. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.